Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had some discomfort at the battery site so they had their battery moved from their buttock to their right abdomen on (B)(6) 2020. It was indicated that otherwise the system was good. There were no factors that contributed to the issue and the issue was resolved at the time of the report.